Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 14-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2018 with the following findings: the pump's black box showed evidence of unexplained pump reboot events on the date of the complaint. The pump was able to power on and the battery cap was able to fully tighten to the pump. There was evidence of moisture corrosion inside the battery compartment. The pump was exercised for 24 hours with no power issues duplicated. There was additional evidence of moisture on the internal components of the pump. The display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.